Event description:
It was reported that a revision surgery was performed on (B)(6) due to a broken nail.

Manufacturer narrative:
The affected product was returned and evaluated. It was concluded that the tan nail fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the nail could not bear the imposed patient loading, which lead to an overload fracture. No material deviations in the screws were found during this investigation.